Event description:
A customer reported to beckman coulter that the access 2 immunoassay analyzer generated erroneously elevated troponin (accutni) results for four patients. Repeat testing produced lower troponin results. The customer's laboratory reported out the initial results, and later sent out three corrected reports. The customer did not report any changes to the patient treatment. Beckman coulter customer technical service (cts) advised customer to perform a system check, which failed. Upon troubleshooting with the cts, the customer reported that aspirate probe #2 was not locked into the wash arm. The customer locked the aspirate probe to the wash arm, performed system check and precision run, and obtained acceptable results. The customer used the below reagent and calibrator for troponin assay: access accutni reagent pack, catalogue number a78803, lot number 222174; access accutni calibrators, catalogue number 33345, lot number 123132.